Manufacturer narrative:
H4: the lot was manufactured between september 5, 2023 and september 6, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a deflated bladder; the bladder did not contain fluid. The reported condition of no flow could not be refuted or confirmed by reviewing the returned photograph. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the medication did not flow through a large volume infusor during patient infusion; further described as "did not empty". The device contained 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.